Event description:
The report received from the clinical study registry indicated that a patient had a post procedural non q-wave myocardial infarction related to target vessel. Femoral access was chosen for the procedure and the patient received aspirin, heparin and iib/iiia inhibitor infusion during the procedure. Target vessel was the proximal circumflex and the obtuse marginal bifurcation classified ad type a. The main branch was visually appraised as 2.5 x 12mm long, de novo, eccentric, little or no calcification, eccentric and ostial with a less than 45-degree angulation and 90% stenosis. Timi flow was three prior to the procedure. The side branch was described as 2.25 x 12mm long, de novo, little or no calcification, eccentric, less than 45-degree angulation and 90% stenosis. A 2.5 x 23mm cypher stent was implanted in the main branch at 18atms. The vessel was pre dilated at 10 atms with a 2.5 x 20mm unknown balloon. An additional 2.5 x 13mm cypher was deployed at 18 atms. Post dilation was not conducted; kissing balloon was conducted at 8 atms with an unknown 3.0 x 20mm balloon for a residual stenosis of zero and a timi flow of 3 after the procedure. For the side branch, a 2.25 x 13mm cypher stent was deployed at 17 atms. Predilatation and was conducted with a 2.0 x 20mm unknown balloon at 10 atms and post dilatation was not conducted. Kissing balloon was also conducted at 12 atms with a 2.0 x 15mm unknown balloon for a residual stenosis of zero and a timi flow of 3. A post procedural non q-wave myocardial infarction related to the target vessel was reported and cardiac enzymes were elevated. There was no ECG changes and there was no treatment.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of three products involved in the same patient reported under manufacturing numbers 9616099-2008-00762, 9616099-2008-00763 and 9616099-2008-00764. Additional information will be submitted within thirty days upon receipt.